Event description:
The following has been reported: tubing not recognized, cleaned sensors same result. A preliminary review of the logs indicated the following: tubing set error (cassette not fully loaded). The device was returned for tubing set errors. Upon return, during testing, the pump was selectively unable to recognize different cassettes. Some sets were able to be recognized and others were not. Further investigation found there was a fault in the fva assembly. After a test fva assembly was installed, the pump was able to recognize all cassettes without issue. There was a slight grinding observed on the outlet pin, consistent with a damaged rocker axle in the fva housing. Reporting as a conservative measure. No adverse effects were reported.